Manufacturer narrative:
Follow-up #1 date of submission 09/15/2016 device evaluation: the pump has been returned and evaluated by product analysis on 08/23/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump confirmed that the battery compartment was cracked with evidence of moisture contamination in the battery compartment. The battery compartment threads were damaged. The pump casing was cracked. The pump failed a leak test at the battery compartment and casing crack. The pump cover was opened and moisture contamination was found inside the pump at the keypad flex connector. The keypad buttons were all unresponsive during testing. The audio bolus button cover was observed to be torn. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the battery compartment was cracked and moisture was present inside the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.